Event description:
It was reported that pump displayed malfunction alarm code 6, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it, confirmed that malfunction did not recur, and was advised to continue using pump and to call back if any future malfunction alarms appeared.